Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "missing caution label," which was observed as the wireless battery module (wbm) b/g label missing and is considered confirmed. Through visual inspection of the wbm, evaluation found the wbm b/g label was missing from the upper rear case and not the caution label as initially reported. Evaluation determined the cause was a missing wbm b/g label. The wbm b/g label was replaced. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04618 can be removed from the FDA database. (B)(4).

Manufacturer narrative:
Manufacturer report no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump wireless battery module had a missing caution label. Any patient involvement, injury or medical intervention is unknown.